Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken locking bolt is undetermined. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign locking bolt was broken. Surgeon comment; "topographical debridement followed by nail insertion. Locking bolt long/nail lock broke on final nail adjustment tip of locking bolt remained with inserted nail. (Thanks sign fracture international we do have a brand new spare.) Distal interlock 1 screw was done free hand by visualizing slot. Gave up proximal interlock....! Aligned fracture rotationally and splinted with (B)(4)...debridement/primary fixation case."